Event description:
It was reported that during tka on the tibia mapping screen it was found that the tibia mesh was already created even before points were mapped. When the clear point option was selected the green points were cleared but the mesh still remained. Case completed with manual instrumentation from s+n. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the device was used in treatment and case log files and screenshots were returned for investigation. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system user¿s manual has information regarding troubleshooting techniques. Review of the log files confirmed the issue of the mesh generating before free collection was complete. This was found to be an issue with the mesh generation algorithm and the root cause is a software failure.